Manufacturer narrative:
(B)(4). Baxter received an evaluated the device. The device was found out of specification in relation to the system error 105, which was observed during power up. System error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed system error 105. There was no patient involvement.